Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while performing a rapid IV push of adenosine followed by 10 cc rapid flush the fluid leaked around the tubing y-site. The clinician was administering this medication to a patient experiencing svt (supraventricular tachycardia). There was no effect on the patient as it did not convert his svt to a normal sinus rhythm, and multiple doses were attempted, causing a delay in care. After the second leak at the y-site, the tubing was changed, and no more leaking was observed. The facility has had multiple leaks similar to this one, with different syringe sizes and different rates of flush/IV push. Although the customer states this has happened on more than one occasion, no details of any specific patient events, dates or other information were provided.